Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: constantly alternating load cycles (during walking) over a longer period of time led to the fatigue of the material. Postoperative activities of the patient may have played a certain role, too. No evidence of material or manufacturing defects was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 11. May 15: clarification - the revision surgery was not prolonged about 2 hours, the revision surgery took 2 hours. Patient harm was a 2nd surgery and anesthesia.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke at an occupied screw hole during a false movement of the patient while walking. The exact motion could not be confirmed, but was reported as being lunge-like. A revision procedure took place on (B)(6) 2015 during which the broken nail was removed and a new nail was implanted. The distal piece of the broken nail could not be removed and remains in the patient. The procedure was prolonged by approximately two (2) hours. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Patient age is reported as being (B)(6). Event date: unknown. Additional product codes for this report include jds. Date of original implant procedure is unknown. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: september 26, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.